Event description:
During the device evaluation, adhesive marks were observed on the gastrointestinal videoscope's insertion tube. There was no patient involved.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. This event is detectable and preventable by handling device in accordance with the following IFU: operation manual IFU document no.: ge3176 rev.: 16 section: chapter 3 preparation and inspection reprocessing manual IFU document no.: ge8033 rev.: 9 section: chapter 3 cleaning, disinfection and sterilization procedures should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.